Event description:
Reportedly, this valve was explanted after 5 years and 4 months implant duration due to mitral stenosis. No further info was provided.

Manufacturer narrative:
Evaluation summary: examination of the returned valve revealed severe intrinsic calcification on the aortic walls and bellies of all three leaflets. This calcification contributed to stenosis, wavy free margin, and incomplete coaptation. Moderate host tissue overgrowth was present on the outflow aspect of the valve that had encroached onto the valve orifice by 3 mm. This host tissue had fused together the free margins of the cusp 1 and cusp 2 leaflets at the commissure post 2 when this host tissue was dissected away, blue sutures were discovered looped over the commissure post. Creases and folds were created on the leaflets by this suture loop. Suture looping is a user technique related issue. Calcification and host tissue overgrowth are pt-related ocurrences.